Event description:
The customer reported that when asking for the pt info screen, the screen does not come up all the time. Site then reboots system.

Manufacturer narrative:
The service rep ordered parts for the system.